Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, non-sustained right ventricular oversensing episodes were observed. Abbott technical support reviewed the latest transmission and recommended lead evaluation to see if the noise could be reproduced. During in-patient follow-up, the oversensing was unable to be reproduced so the patient will be monitored via merlin.net. The patient was stable.

Event description:
Further information was received indicating the patient was seen in clinic on (B)(6) 2021 and the device was reprogrammed. The patient will continue to be monitored on merlin.net.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.